Manufacturer narrative:
Lot history record review: the lot history records for the reported lot number were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was not returned for eval. Conclusion: during the review of the mfg records for the reported lot, it was observed that the manufactured lot meets all device specifications and quality requirements. The complaint sample was not returned; therefore, an eval could not be conducted. This type of complaint does not appear to be mfg related. During the mfg process, a 100% leak test is conducted and this failure type would have been noticed at that time. A possible root cause is that the extension tubing came in contact with a sharp instrument. The following steps are listed in the instructions for use in regards to the complaint type. Caution: only clamp catheter with in-line clamps provided. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The blue hub side was leaking at the white bi-furcation connection of the extension tubing.